Event description:
This is a report of a patient who observed air in their patient line during troubleshooting for an unrelated alarm. The event occurred while the patient was connected to the homechoice during fill. It was noted that the patient had not checked their patient line for air prior to connecting themselves for therapy. Therapy was discontinued and the patient was advised to notify their nurse regarding the event. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who observed air in their patient line while performing therapy. It was reported that the patient had not checked their line for air prior to connecting for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.